Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly and blood at site. Customer's blood glucose level was 170 mg/dl. Customer believed they had defective sensors due to only 2 out of the 5 sensors worked when removed from the box. Customer advised neither the needle hub nor sensor were inside the serter. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and was unable to confirm the needle anomaly due to the insertion needle not being returned.